Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 1230mg/dl. It was stated that the customer had received a new insulin pump the day before and asked assistance with changing the settings. Reviewed the basals and bolus wizard settings and it seems to be correct. Troubleshooting was performed. Performed all the tests and the device was functioning properly. A day later, the nurse from the hospital called and reported that the customer had low blood glucose overnight. They were trying to determine if the insulin pump's bolus wizard is set for grams or exchanges. The nurse stated that she does not know how to operate the device and does not seem familiar with the settings. The customer's blood glucose was over 700mg/dl. The nurse stated that they changed the basal rates from 0.65 units per hour to 1.95 units per hour and the customer had low blood glucose. The customer was giving orange juice and the glucose level was 71mg/dl. No further information was provided.